Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (2000 mcg/ml at 187 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was experiencing displayed symptoms of baclofen withdrawal after elective replacement indicator (eri) pump replacement. The cause of the withdrawal symptoms was not known. The pump segment of the catheter was replaced. The hcp reported they would connect the new catheter to patient's spine segment and aspirate. The procedure was performed successfully and the hcp left the old cut segments inside the body. The hcp reported that the symptoms resolved. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. (B)(6) 2024 (B)(4) (con) document contained no new information.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter pro duct ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 17-jul-2020, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.